Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father the insulin pump had alarmed button error as the customer was walking out the door. Customer's father didn't know the customer's blood glucose level. Customer's father didn't know if there were any significant events which may have cause the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer father stated would call back to verify the device serial number. Customer father called back and agreed to return the device for further analysis. Customer called back on (B)(6) 2015 and stated the buttons started to work again.

Manufacturer narrative:
No button frozen noted. Unit had intermittent button response due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.